Event description:
Article was received that described the following incident regarding a study patient that was implanted with the vns therapy system: patient developed schizophrenia-like psychosis with forced eeg normalization after being implanted with vns. He was hospitalized in a psychiatric clinic and received aloperidol. Due to the psychosis, the patient's family requested that vns be removed, which was done six months after implantation.

Manufacturer narrative:
Article citation: "vagus nerve stimulation for intractable epilepsy: outcome in two series combining 90 patients"; sakas, d.e., et al; springer-veriag 2007.